Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform self test and display test or verify button/keypad anomaly. However, unit had flattened (creased) all buttons dome switch and unlocked /lcd keypad connector during visual inspection.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that crack in screen, scroll button not functional. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.